Event description:
Additional information was received from a foreign healthcare provider via a distributor. It was indicated that the event was "infection around the pump", so it was reported to the safety case management department again that there was no relationship to the drug. Additional information was later received from a foreign healthcare provider via a distributor on 2026-feb-16. Regarding if the infection and redness had since been resolved, it was indicated that the patient was improving. Regarding if the pump would be returned to the manufacturer, it was further reported that there were no plans to return the device since it was used in an infectious case.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# (B)(6). Serial# implanted: (B)(6) 2023. Explanted: (B)(6) 2026. Product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# hg6hsrf14 implanted: (B)(6) 2023 explanted: (B)(6) 2026 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider via a distributor regarding a patient receiving intrathecal gabalon of an unknown concentration at dose rate of 50 mcg/day via an implantable pump for sequelae of cerebral hemorrhage. It was reported that an infection around the pump occurred on (B)(6) 2025. In december, redness of the skin around the pump and a mild infection reaction were observed. Antibiotics were administered and observation was continued, during which the dosage was reduced to 50 g/day. In mid-january, as the infection did not improve, the pump and all related components were removed. As the treatment was effective, both the patient and family wished to continue. The patient underwent a new implantation surgery, and refills had been performed by the physician. The patient was recovering as of (B)(6) 2026. The relationship of infection around the pump was unrelated to drug, pump, catheter, and procedure.